Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The readings were 180-200's mg/dl on the reported meter. At the hosp, 3-4 hours later, on an unk meter the readings were "higher by 1-2 mg/dl". (Invalid comparison) the pt performed the blood glucose test on the reported meter after the symptoms of feeling shaky began. The pt was taken to the emergency room, a "cat scan was done and blood drawn". The customer care rep performed troubleshooting and "some of the test strips were peeling". There is indication the product malfunctioned due to the peeling strips, however based on the info obtained from the pt, readings and diagnosis, there is no indication the event led to an adverse event.